Event description:
The patient had to be re-exposed after failure of equipment to properly send exposed cassettes. The images were never transmitted to the computer from the digitizer, and could not be found on the digitizer to be pushed to the computer. The agfa representative was here and determined this to be a networking issue which was corrected.

Event description:
The patient had to be re-exposed after failure of equipment to properly send exposed cassettes. The images were never transmitted to the computer from the digitizer, and could not be found on the digitizer to be pushed to the computer. The agfa representative was here and determined this to be a networking issue which was corrected.